Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned; therefore, one sample was taken from production at the manufacturing facility. A visual exam was performed and no obvious defects were detected. The cuff on the production sample was then inflated to 25mbar with a calibrated endotest and the cuff remained inflated for 30 minutes. The sample was immersed in water and no air bubbles were observed indicating there were no leaks. Based on the investigation performed, the reported complaint could not be confirmed. There is no physical evidence of failure as the actual sample was not returned for investigation.

Event description:
Customer complaint alleges device cuff leakage during patient use on a ventilator. Customer reported medical intervention, however did not explain what the medical intervention was in the description details. No further details regarding patient condition were reported.

Manufacturer narrative:
(B)(4). Teleflex has requested additional information regarding the medical intervention for the patient as well as the patient's condition. At the time of this report we have had no response from the customer. The device involved in this complaint has not been returned to the manufacturer at this time. The investigation into this complaint is ongoing.

Event description:
Customer complaint alleges device cuff leakage during patient use on a ventilator. Customer reported medical intervention, however did not explain what the medical intervention was in the description details. No further details regarding patient condition were reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that surgical white tape was wrapped around the tube. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. The cuff pressure dropped rapidly. The sample was then immersed in water and bubbles were observed flowing out from the pilot balloon. The area of leakage was observed under magnification and a hole was found. A root cause for the defect could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges device cuff leakage during patient use on a ventilator. Customer reported medical intervention, however did not explain what the medical intervention was in the description details. No further details regarding patient condition were reported.